Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the target area was a restenosis with proliferative lesion from the mid to distal left anterior descending artery (lad). A 3.0 x 38 mm xience prime stent was advanced on a balance middleweight (bmw) guide wire. The stent progressed to the middle of the lesion, at which point, it was noted that the shaft had a kink. The device was retracted from the anatomy. A 2.75 x 38 mm xience prime stent was advanced and managed to cross the lesion with a bit of resistance. After the 2.75 x 38 mm xience prime was deployed at high pressures due to heavy calcification, a dissection was observed at the proximal end of the stent. This dissected flap was treated with placement of a 2.5 x 12 mm xience prime stent. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - indication for use, against resistance. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: the xience prime everolimus eluting coronary stent systems are indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo native coronary artery lesions. Additionally, the stent delivery system (sds) was advanced against resistance. The IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components.